Event description:
A male patient under course of medication for ischemic heart disease underwent aaa repair on (B)(6) 2011. The patient's anatomical form was not suitable for endovascular repair because there was localized thrombus in the renal artery. The proximal neck was more than 50mm in length and its angle relative to the long axis of the aneurysm was about 60 degrees. The procedure consisted of placement of a mainbody and two iliac leg grafts. The final confirmatory angiography showed proximal type I endoleak and the leak was not solved by additional ballooning. A mainbody extension was placed additionally and ballooned. The physician confirmed the leak became better, but it was not gone completely. He decided to take a wait and see approach and completed the procedure. The patient's condition after the procedure is unknown as not provided by the reporter.

Manufacturer narrative:
(B)(4) no patient outcome was provided by the reporter. Endoleaks are addressed in the provided IFU. No product or images were returned to assist in the investigation at this time. The zenith device has completed designed control requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects: anatomical criteria, anatomical conditions, proper ballooning sites, follow-up guidelines. By report, the patient's anatomy was not suitable for evar due to thrombus in the renal artery. Thrombus, neck length, and neck angulation relative to the long axis of the aneurysm (60 degrees) likely resulted in the type ia endoleak. The endoleak was reduced after placing a main body extension and the physician decided to take a wait-and-see approach. As with all endoleaks, it is important that the treating physician follow the patient's endoleak appropriately, and provide further treatment if the physician feels the patient is at risk of ongoing sac pressurization, aneurysm growth, and possible rupture. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated per quality engineering risk assessment. The risk associated with the failure mode will remain at an acceptable level with inclusion of the event. Risk mitigation is not required at this time.